Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws were glowing red. The device was immediately disconnected from the cable and removed from the field. A replacement device was used to complete the procedure. The same cable and power supply were used to complete the case with no issue. The hospital did not report any patient effects. The product in question is currently quarantined in risk management and will be released once they have completed their internal processes.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).